Event description:
Arthritis [arthritis]. Joint fluid retention [joint effusion]. Swelling [swelling]. Case description: spontaneous report was received on (B)(4) 2012 from a physician regarding a male patient (age and initials not provided). The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml once in a week. The lot number of synvisc was not provided, on an unspecified date, the patient received third synvisc injection, after which the patient experienced significant swelling. The patient had arthrocentesis and more than 100 ml of fluid was aspirated. It was reported that "the physician suspected infection at first because the swelling was extraordinarily, however the fluid test was negative, therefore the physician judged synvisc was a cause". On an unspecified date, the patient experienced arthritis. On an unspecified date, the patient recovered from the event of joint fluid retention. The action taken with synvisc treatment was not provided. The outcome for the event of swelling and arthritis was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of swelling as possible and did not provide the relationship between synvisc and the events of arthritis and joint fluid retention. Follow up information was received on (B)(4) 2012 from the physician regarding the adverse events. On an unspecified date, the patient recovered from the event of arthritis. The events of arthritis and joint fluid retention were assessed as medically important by the reporting physician.

Manufacturer narrative:
Follow-up information was received on (B)(4) 2012 in the form of qa (quality assurance) investigation results. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.